Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing of noise seen on the electrograms in tip to ring true bipolar configuration. There was no high impedance from tip to coil. The lead was suspect of a fracture. The lead was programmed tip to coil until lead revision could be performed. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.